Event description:
A customer reported a cartridge alarm 30 on september 12, 2025. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The customer managed to successfully load a cartridge and continue insulin therapy. The issue was resolved.